Event description:
The customer reported ongoing hemoglobin (hgb) background recovery issue involving the unicel® dxh 800 coulter® cellular analysis system. A beckman coulter field service engineer (fse) assessed the instrument at the facility and observed the complete blood count (cbc) chamber (vc115) cracked causing a fluid leak consisted of waste blood and reagents. The fluid leak was contained within the instrument. The fse cleaned the fluid leak buildup and replaced the cbc waste chamber, vc115, to resolve the fluid leak issue. The fse confirmed the hgb background was elevated due to a small amount of buildup within the chamber (vc107). The fse replaced the hgb chamber and resolved the issue. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, system hardware, associated with the complete blood count (cbc) waste chamber and hemoglobin chamber, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.